Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis with a high blood glucose level of 500 mg/dl. The customer was assisted with trouble shooting and the customer's pump passed the high pressure test function. It is unknown what may have caused the high blood glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.